Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
(B)(4). It was reported that after the patient experienced seizures (mfg. Report# 3007566237-2014-03363), clonidine was added to the morphine in the pump. The patient also took oral clonidine and seizure medication. It was further stated that the patient experienced lesions on the back-right and front-left of her brain, aphasia, and permanent nerve damage. The patient was currently contemplating turning the pump off because she could no longer afford the medication. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.